Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a gastric bypass procedure, the operation was performed by cutting the antrum of the stomach distally. After a couple of days they discovered that the staple line was completely open while after the resection it was entire. They think that the problem is the thickness, this anatomical part is probably higher than 2 mm after the compression (green reload was used). A second operation was needed. The device was discarded. The surgeon has operated 15 gastric bypasses with the removal of the main part of the stomach. He thinks that this will cause lower long term "cancerogenic" problems to the stomach. The surgeon is now performing a more proximal transaction of the antrum and he is over sewing the line, at the moment he has had no further problems. Sales rep stated on the phone that he was present at the re- operation. Tissue was thicker than 2mm therefore of label use.